Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a deformed outer conductor coil (25cm distal to the is-1 connector pin), which most likely resulted during the extraction procedure due to applied mechanical forces. However, a thorough analysis of the lead did not show any deviations which might have led to the observed threshold value. The analysis demonstrated that the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. Further analysis of the leads did not reveal any irregularity that might have contributed to the observations mentioned in the complaint description. The manufacturing processes for both leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 7 months, it was reported that the threshold on the solia s 53 was too high. The lead was explanted.